Manufacturer narrative:
Unit received with unresponsive down button due to flattened. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that the down arrow button on the insulin pump was sometimes unresponsive when they attempted to bolus. Customer's blood glucose level was 10 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.